Event description:
Surgeon was using the device during a laparoscopic cholecystectomy. The device fired a few clips without incident. When the surgeon attempted to fire additional clips the device jammed and would no longer fire.